Manufacturer narrative:
(B)(6). The actual device was returned for with an unspecified defect. Reliability engineering evaluated the device and observed that the control unit did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery the power drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.